Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was discarded, therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30910219 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, this was a coil embolization of inferior mesenteric artery prior to endovascular aneurysm repair (evar). The deltafill18 3mm x 12cm coil (dlf180312, 30910219) was prepared and delivered with no problems, but the coil was oversized and was attempted to be retrieved. The coil could not be re-sheathed and the coil and delivery wire could not be retracted in the introducer sheath, therefore became unusable. Replaced with another new delta series coil. The coil embolization was successfully completed with delta series coils, without further re-sheaths attempted. The procedure was successfully completed. There was no patient injury reported. The devices were used according to the instructions for use (IFU). A continuous flush was done. Other concomitant devices were marvel microcatheter (mc), enpowercable. Additional event information received on 29-jan-2025 indicated that poor conformability led to resheathing the coil. Additional event information received on 05-feb-2025 indicated that the coil protruded and could not be used. There was no resistance at any time during advancement of the coil through the mc.